Manufacturer narrative:
Pump alarmed during rewind due to corroded motor home switch. Unable to perform the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to alarm. Moisture damage was also found on the electronics, battery tube, vibrator and keypad assembly during visual inspection. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has moisture and condensation under the display screen. The customer's blood glucose reading was 187 mg/dl at the time of incident. Troubleshooting found that the reservoir leaked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.